Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that the patients leads had migrated due to the ipg flipping in the pocket. Surgical intervention took place where the leads were explanted and replaced. Therapy restored. Related manufacturer reference number: 3006705815-2023-03986, 3006705815-2023-03987.